Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that a generator (hf unit) had an e172 error. There was no procedure involved. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. The sbc reproduced the error and traced it back to the lvps connection cable. Furthermore, the sbc identified the following additional issues: the sbc reported the occurrence of error message e460 and traced the error back to a defective generator board. The sbc reported cracks and chipping on the front panel. The sbc did not provide detailed photos of the reported issue. According to the sbc, the connection cable between the motherboard and the display was repaired by a third party. No details were provided about the kind of damage. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.